Event description:
It was reported that the patient fell. Upon interrogation, it was discovered that the patient's implantable pulse generator (ipg) battery was "dead". It was questioned if the device battery caused the patient's fall. Follow up was attempted to find out the disposition of the ipg, but no further information could be obtained. Records indicate that the ipg remains implanted, no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).